Event description:
Initial report states: "a rep called in to report that during a procedure, the radiopaque tip on a worley sheath broke off and floated into the lung, where it is lodged. There were no clinical complications as a result at the time of the surgery, but it was visible on fluoroscopy."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Presumptive root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Device was not returned to thomas medical for evaluation. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.